Event description:
The application software was updated to the 3.16 version before any follow up. The update was done according to the installation recommendation including screen calibration and restarting of the device. At the second interrogation, i.e. First interrogation of an alizea pacemaker, the device started the overview screen but did not load any information nor did the tablet respond to action. The screen froze and did also not respond to clicking the on/off button nor restart buttons. So we had to perform a hard restart by disconnecting the akku. After that, the interrogation and follow up could be performed without further problems.

Manufacturer narrative:
The conclusions are as follows: the investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a software issue, and it will be corrected with the next smartview version. - regarding the bluetooth communication issue, the files available on the tablet revealed a lost communication at 13:30 (programmer time). Nevertheless, by analyzing the pacemaker¿s files, no bluetooth communication issue is noticed. Therefore, based on the available data, the root cause cannot be determined. - the complaint is recorded for trending purposes.

Manufacturer narrative:
The preliminary analysis has revealed that the popup seems to be invisible to the user. As long as this popup has not been answered, interrogation is paused, no telemetry is possible, implant info are not loaded and session cannot be ended.

Event description:
The application software was updated to the 3.16 version before any follow up. The update was done according to the installation recommendation including screen calibration and restarting of the device. At the second interrogation, i.e. First interrogation of an alizea pacemaker, the device started the overview screen but did not load any information nor did the tablet respond to action. The screen froze and did also not respond to clicking the on/off button nor restart buttons. So we had to perform a hard restart by disconnecting the akku. After that, the interrogation and follow up could be performed without further problems.